Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue. The reporter denied damage to the pump. The reporter stated that on (B)(6) 2017, there was moisture in the battery compartment that came from the battery, which reportedly exploded at 2:00 am while the patient was sleeping. The reporter stated that the pump was beeping and vibrating when the issue occurred. At the time of this report, it is unknown where the user purchased the battery from. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Date of submission (B)(4) 2017 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: review of the black box data revealed data from the date of the reported had been overwritten due to continued use. There was no evidence of a sudden drop in voltage that would indicate an overheating event in the available black box data. The pump powered on normally using the battery cap returned with the pump. The battery cap measured within the required specifications and was able to fully tighten to the pump. Electrical current draws were measured and noted to be within the required specifications. The pump was exercised for 24 hours without any overheating occurring. Leaking testing was negative for moisture ingress. There was no damage to the battery compartment. Investigation did not duplicate the complaint. There was no damage, defect, or contamination of the pump¿s interior components.